Event description:
Customer in (B) (6) reported that when the battery test button for the main battery on the css console alarm panel, the led turned red within a few seconds. There was no patient impact, and the patient has not been switched to a backup console. This alleged failure mode did not pose a risk to the patient, because it does not negate the ability of the console to continue to perform its life-sustaining functions. In addition, the primary and backup controllers have independent battery power, which functioned as intended. Syncardia will conduct an investigation when the console is no longer supporting the patient.